Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and connect continuous glucose monitor on replacement pump.